Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the ostium of the right coronary artery (rca). The 3.50x16mm liberte bare over-the-wire coronary stent delivery system (sds) was advanced to the target lesion. The balloon of the sds was inflated to 6 to 8 atms when it pulled back 3 quarters and was hanging into the aorta. As the physician pulled back on the device the stent was dislodged. It was noted that the stent moved in the body; however, the final location of the stent is unknown. The physician attempted to retrieve the stent using fluoroscopy, but the stent was unable to be retrieved. The physician went back and dilated the lesion with an unspecified balloon and the case was ended, and no other intervention was performed. No further patient complications were reported and the patient's current condition is listed as "fine".